Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issue by tightening the top connection fitting on reagent probe b to resolve the issue, no further leaks or instrument errors were observed. (B)(4).

Event description:
The customer reported their unicel dxc 600i synchron access clinical system generated suppressed quality control (qc) recoveries and found reagent probe b was leaking. Upon troubleshooting, the customer found the fitting on reagent probe b was loose. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.